Event description:
It was reported that a 25mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The length of the membranous septum was measured as 2.4mm. While in the cusp overlap view (cov), the device was measured to be 5mm below the non-coronary cusp (ncc). The device was implanted. The final implant depth was measured as 2mm from the ncc and 2mm from the left coronary cusp (lcc). It was noted that the following days post-procedure the patient was developing progressive cardiac conduction defects. On (B)(6) 2024 the patient went into complete heart block. On (B)(6) 2024 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined; however, suboptimal implant depth of 2mm could have contributed to the heart block. The reported surgical intervention was a result of case-specific circumstance as a permanent pacemaker was implanted. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instruction for use (IFU), ¿implantation precautions: to minimize the likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm, and b) limit manipulations across the lvot.¿